Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to instability dislocation. The implanted stem and humeral head were removed for conversion in rsa with another manufacturer's stem and insert, and with a tornier glenoid sphere. Patient ID: (B)(6).